Event description:
Boston scientific watchman flex 24mm noted to be defective when viewed during intracardiac echo. Initially, a 24-mm watchman flx device was placed, but the shape of the device was abnormal and there also appeared to be a defect in the device. Therefore, this device was removed and, following that, a 20-mm watchman flx device was placed.